Event description:
Boston scientific received information that a red alert was detected for a high out of range pacing impedance measurement. There were no adverse patient effects reported.

Manufacturer narrative:
This pg remains in service. At this time there is no adverse patient effects reported. Should additional information become available this report will be updated.